Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device passed homechoice rite electrical safety analyzer testing. A manual volumetric accuracy test was completed and failed which was related to the rite functional test failure. The original piston foam was removed and inspection revealed deteriorated piston foam and crack door piston. A test article foam was installed into the device and accuracy was performed and test passed. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam and cracked door piston. The piston foam and door piston were scrapped. A review of service history revealed prior unmet testing specifications. During a previous service return, the device failed disposable test due to noisy unit during tm (test method). The failure was not duplicated and the device was retested without further difficulty. Review of process operations management test results revealed the device successfully passed the homechoice final test and calibration prior to its release to the customer. Should additional relevant information become available, a follow-up report will be submitted.